Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in the anterior side assessed as surgical damage and one opening in the posterior side assessed as fold flaw opening. Other-technical: no observed particle in the valve. Additional observations: crease fold observed on the surface of the shell. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional later reported right side "particles in the valve were observed during the explant surgery and " and ¿hole non-specific¿ via an rga form.